Event description:
It was reported that a large volume infusor contained a black mark on the reservoir of the device. The unit was filled with fluorouracil. This was observed before use. There was no patient involvement. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14k020 was manufactured between october 24, 2014 and october 25, 2014. The affected device was received for evaluation. Visual inspection was performed and a black mark on the reservoir was identified. The reported condition was verified. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.